Manufacturer narrative:
The device was manufactured august 4, 2016 - august 8, 2016. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection on the returned unit using the naked eye found a ruptured bladder. The reported condition was verified. The ruptured bladder was microscopically examined for signs of abnormality on the external and internal surfaces of the bladder and on the rupture line. As a result, no signs of abnormality were found. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A small volume infusor ruptured during a patient infusion. It was reported that the patient was at the hospital and the infusion was almost finished when the patient noted a rupture in the infusor. The medication being infused was unknown to the reporter. There was no patient injury or medical intervention associated with this event. No additional information is available.